Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4) no code available (residual mixed astigmatism). Result code: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/3.0/087 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. The doctor also stated the patient experienced residual mixed astigmatism, and belives that the lens may be overrotated. As of the day of MDR submission, the lens remains implanted.